Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose levels. Customer¿s blood glucose level was 54 mg/dl. Customer¿s blood glucose value at time of incident was 47 mg/dl and current blood glucose value is 118 mg/dl. Customer treated with food. Customer stated that the drive support cap was normal. Customer did displacement test and it passed. Insulin pump will not be returned for analysis.